Event description:
It was reported that during preparation of the 2.75x33mm xience xpedition stent delivery system (sds), the protective sheath was removed without reported resistance and the stent dislodged, unnoticed, from the balloon and remained partially in the sheath. The sds, without the stent, was advanced to the heavily calcified lesion in the left anterior descending (lad) coronary artery. Upon sds balloon inflation, the stent was noted to be missing from the balloon and the sds. The device was removed without reported issue or resistance and the stent was found stretched outside of the patient's anatomy. A 3.5x12mm xience xpedition sds was then advanced and met resistance with a previously implanted, well apposed, 4.0x28mm xience stent. The sds was removed with resistance. Once outside the anatomy, it was noted that the stent was not on the sds. A coronary angiogram was performed showing the dislodged stent within the lad. The dislodged stent was crushed against the vessel wall via three unspecified balloon catheters and an unspecified stent was deployed, overlapping the dislodged stent. There was no clinically significant procedural delay and there was no additional patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 3.50 x 12mm mentioned is being filed under a separate manufacturer report number. (B)(4) - failure to follow steps/instructions. Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar stent dislodgement incidents reported for this lot. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Based on the reviewed information, no product deficiency was identified.